Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle disconnected post use leaving the needle exposed and a healthcare worker suffered a contaminated needle stick injury. Further investigations reported that the healthcare worker was using her index finger to activate the eclipse safety shield and she believed that she heard the audible activation click, but the eclipse safety shield had already become disconnected. There was no report of medical interventions provided for this incident.

Manufacturer narrative:
Results: a photo sample was returned for evaluation. A review of the device history record was not performed as the customer's reported defect has previously been confirmed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.